Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing the following symptoms: syncope, shortness of breath, panic attack and a seizure. It was also reported that the implantable pulse generator (ipg) had a pacing problem resulting in atrioventricular "dyssynchrony". It was additionally reported that the right ventricular (rv) lead was oversensing p waves cross chamber and had a short v-v count. The rv lead was reprogrammed. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.